Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. No further details to report. The cannula was dislodged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, dislodged cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received deployed with the needle mechanism fully retracted. The device was returned with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Cracks were observed on the top housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. The data obtained from the device generated no alarms, time outs or drive stalls. Inspection of the needle mechanism assembly found no damages or defects that would result in the needle mechanism not retracting. The needle mechanism was reset and deployed as intended. Although no damages or defects were observed that would result in a needle mechanism failure, it could not be conclusively determined when the needle retracted. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined,